Event description:
It was reported during a procedure, the extension showed high impedances greater than 10,000 ohms on electrodes (B)(4). The device was not implanted and was replaced. The cause of the product issue was undetermined. It was reported the same issue (high impedances greater than 10,000 ohms on electrodes (B)(4)) occurred on another extension, which was not implanted and replaced. It was reported the patient was well (alive-no injury) and therapy was effective. However, impedances with the new extension were tested and all were high. No patient symptoms were associated with the event. Additional information has been requested, but it was not available as of the date of this report. Refer to MFR report #: 6000153-2014-00047, 6000153-2014-00048.

Manufacturer narrative:
Concomitant medical products: product ID: 37081-40, serial# (B)(4), product type: extension. Product ID: 37081-40, serial# (B)(4), product type: extension. Product ID: neu_unknown_ext, serial# unknown, product type: extension. (B)(4).

Event description:
Additional information reported the high impedances on the patient¿s implanted extensions were discovered the day after the implant procedure during the initial programming session. It was noted these extensions had normal impedances when tested intra-operatively. It was stated the patient was receiving therapy despite the high impedances.